Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the "zebra marker" of a 6f exoseal vascular closure device (vcd) did not change color during hemostasis. Hemostasis was achieved by manual compression and the procedure was completed successfully. There was no reported patient injury. The device will be returned for evaluation.